Event description:
User received high ft3 result for one patient sample that does not meet clinical picture. Ft3>32.55 pg/ml, tsh 0.57 uiu/ml, ft4 0.60. The investigational unit determined an interfering factor to the idiotype of the assay antibody has been identified in the sample.